Manufacturer narrative:
Event date: exact date unknown, event occurred in early 2022.

Event description:
It was reported that the patient experienced pain around the ipg site and was causing the patients leg to swell. The physician believed that the patients pain was not device nor procedure related. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.